Event description:
The customer contact reported that the device did not alarm for end of infusion when delivery was complete. At an unspecified time, the device was programmed to deliver cipro 400mg in 250ml, at the rate 125ml/hr, with a 125ml vtbi (volume to be infused) and the delivery was started. The customer contact reported the pharmacist indicated the drug library is programmed for end of infusion "none"; therefore, the device was expected to sound an audible tone and stop delivery when the programmed vtbi has been delivered. No further programming parameters were provided. After an unspecified length of time while checking on the pt, the nurse noted the cipro container was empty, instead of the expected 125ml remaining. The nurse reported that the device did not display or sound an audible alarm indicating the end of infusion as expected and the device was continuing to deliver at the programmed rate of 125ml/hr. The physician was notified. No medical interventions were required. The customer contact reported there was no change in the pt status and no reported adverse pt effects. The device remained in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).